Event description:
A hospital in (B)(4) reported that a patient developed sores around her nose while using the 400439a nasal mask. It was reported that the sores later developed into a staph infection and that the patient was treated in the hospital for this infection. Further information received from the patient revealed that she received the mask on (B)(6) 2011 and after three nights of use she developed an irritation in the soft tissue on either side of her nose which looked like a "blemish." She stated that she consulted a doctor the following day and was given antibiotics. The infection was diagnosed as a staph infection (cellulitis) at hat time .when the condition had not improved, she visited the doctor again two days later and received stronger antibiotics. After a further 24 hours (day 7), the condition worsened so she was admitted to hospital for i.v. Antibiotics for four days. She was then sent home and was given antibiotics to take for another two weeks.

Manufacturer narrative:
(B)(4). The complaint mask has not been returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the description of events and our knowledge of the product. The patient has reported that she developed sores after three nights of use. It is likely that these sores were the result of an allergic reaction to the silicone seal. Allergic reactions to masks, particularly the silicone of the interface, is experienced by 5% to 7% of patients. If the skin had become broken the patient could then have been at risk of developing a staph infection. "Staphylococcus, known as staph, is a group of bacteria that can cause a number of infections of various tissues of a body. Staphylococci can be found normally in the nose and on the skin (and less commonly in other locations) of 25%-30% of healthy adults. In the majority of cases, the bacteria do not cause disease. However, damage to the skin or other injury may allow the bacteria to overcome the natural protective mechanisms of the body, leading to infection." (Ref:http://www.medicinenet.com/staph_infection/article.htm). The zest masks are manufactured at fisher & paykel healthcare new zealand premises in a clean working environment. The production areas are environmentally tested every six months, with testing being carried out for air particulates and factory surface bio burden. In addition, the hot moulding conditions and virgin grades of materials used in the manufacture of all our masks ensure that they are free from bacteria when they are packed before leaving our production area. We, therefore, do not consider it possible for the staph infection contracted by the patient to have been caused by the zest mask.